Manufacturer narrative:
The qc prior to the event was within lab-established ranges. Qc was not run after the event. A bci field service engineer (fse) cleaned and replaced the carbon bridge. Fse ran precision test after cleaning and all numbers were within specifications.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous high sodium (na), potassium (k) , and chloride (cl) results on two patient samples generated by the unicel dxc 800 pro synchron chemistry analyzer. The issue was discovered by anion gaps and the erroneous results were not reported out of the laboratory. Samples were repeated on an alternate unit and lower results were obtained and reported. The customer provided 3 examples, but the differences in results for one of the samples was within the precision of the assays. Patient treatment was not impacted by this event.